Manufacturer narrative:
Analysis of programming history.

Event description:
A programming history review was performed which found that a faulted system diagnostic test occurred on (B)(6) 2010. A final interrogation was not performed after this diagnostic test; however, upon initial interrogation on the following visit of (B)(6) 2011, the patient's settings were found to be different and indicative of the faulted test.

Manufacturer narrative:
Initial MDR inadvertently included incorrect serial number. Initial MDR inadvertently did not include version number of product.